Event description:
The dealer reported that the power chair has unspecified issues with the bearings. This issue could cause the chair to be unstable and cause the user to fall out of the chair and be injured.